Event description:
It was reported that the ilet generated alarms related to restart or malfunction that did not resolve, and troubleshooting and education were completed with a replacement device shipped. Symptoms included no reported clinical effects. Outcomes included no reported impact on the user¿s health or functioning. Investigation included review of the reported alarm behavior and remote troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction mechanism or component association. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.